Manufacturer narrative:
(B)(4). We have requested further information with regards to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that three mr290v vented autofeed humidification chambers were leaking. There was no reported patient involvement.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that three mr290v vented autofeed humidification chambers were leaking. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chambers were not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the photograph confirmed a hole was found on the aluminium base of the chamber. Conclusion: without the complaint devices, we are unable to determine the cause of the reported event. However, based on previous investigations of similar complaints, the use of nebulising drugs could cause degradation of the aluminium base over time. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chambers would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent."